Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited noise. Noise was reproducible with arm movements. No intervention was performed. The patient was stable.